Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent abdominal closure procedure on an unknown date and suture was used. Three days post operatively, the suture that was placed in the fascia broke and the patient experienced abdominal incision dehiscence. A reoperation was required. The patient is reported to be in stable condition. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: what was the date of the initial procedure? Unk . What was the name of the initial procedure? Unk. What tissue was the suture used on? Fascia. How was the suture placed (interrupted or continuous)? Loop. Can you describe how much of the abdominal incision was open in cm? 20cm. What date was the second procedure? 3 days post op. Can you provide the operative note of the second procedure? Unk. Can you describe where on the suture line was the breakage noted? Loop. What is the age, gender and weight of the patient? Unk. What is the surgeon opinion of the contributing factors for dehiscence? Surgeon thought the suture was too elastic. What is the current condition of the patient? Fine.

Manufacturer narrative:
Representative samples were returned for analysis. During the visual inspection of the representative samples, no defects were found on the package. All samples were opened and the swage and attachment area of the samples were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakages were observed. The samples were tested by knot tensile strength and the result is above the minimum individual strength requirements for tensile strength. Per the conditions of the representative samples, no performance - breakage suture post-op was found on the sutures and the tested samples met the finished goods requirements.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch kjz477 mfg date: 08/15/2016, exp date: 07/31/2018 batch klz740 mfg date: 10/18/2016, exp date: 09/30/2018

Manufacturer narrative:
Corrected information. Additional information was requested and the following was obtained: do you want lot klz740 removed from pi1-1rvtzb4? Yes do you want both lots kjz477 and lot klz740 to be captured in pi1-1rvtzb4? No, only kjz477 should be captured.